Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 570 mg/dl and the pod alarmed while wearing the pod between 24 and 36 hours. Symptoms reported include headaches, chest pain, jaw locked, body (ache) pains, and high blood glucose. The patient was treated with intravenous therapy of fluids and insulin and was also prescribed cefpodoxime 10 tablets ( to be taken every 12 hours) for pneumonia. The patient was released the following day.

Manufacturer narrative:
The device was received deployed. The data obtained from the returned device showed an 0x14 occlusion alarm was generated during pod operation. During the investigation, the pod was successfully paired with a pdm, completed priming, but failed to deliver a 5u bolus. The 0x14 alarm and time outs were replicated during the device rerun. Fluid failed to flow through the fluid path as expected. After multiple attempts, the occlusion could not be successfully cleared from the fluid path.

Manufacturer narrative:
Patient called back to provide sequence number. D4 - serial no updated from none to (B)(6) and d4 - unique identifier (UDI) # updated from (01)20385082000020(11)211121(17)230521(10)pd1k11212121 to (B)(4).